Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information was not provided were intentionally left blank. Stryker evaluated the customer's device and verified that the event code was logged in the device's memory; however, the issue could not be duplicated during testing. Stryker replaced the device's main keypad assembly. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Stryker further evaluated the removed main keypad assembly and determined that the cause of the reported issue was due to manufacturing process residue inside the shock button.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was patient involvement in the reported event. Upon evaluation of the customer's device, stryker observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy.